Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily calcified. The emboshield nav6 embolic protection device (epd) was being used without a barewire for distal protection in the leg using an .017 non-abbott guide wire and atherectomy was completed without reported issue. The recovery of the nav6 epd was attempted, however, while pulling back the non-abbott guide wire, the filter was caught bringing it to the level of the iliac artery, where it inadvertently redeployed. A snare device was used to capture the nav6 epd without further issue. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stent procedures in carotid arteries.